Event description:
During the index procedure an in. Pact 018 balloon was used to treat the patient. Post procedure patient suffered ischemic toe stenosis of left lower extremity. Subject presented to emergency department with left toe pain and discoloration. Patient admitted to vascular surgery. Patient underwent left lower extremity angiogram, balloon angioplasty of the superficial femoral artery and selective catheterization of popliteal artery. Patient was hospitalized for approximately 5 weeks and discharged. Patient underwent amputation of left toe, deep vein arterialization, balloon angioplasty and stenting of the superficial femoral artery. Patient recovered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.